Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745bp serial# (B)(6) product type accessory product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their implanted neurostimulator had gone dead and they couldn't recharge the implant since last tuesday or wednesday. Patient said they had talked with their representative twice and they were unable to solve the problem. Patient said they would get no device found. Patient then said they would try 6-7 times trying to get through the screens and then they would enter passive recharge mode with middle number 99, but could never start charging and kept seeing unable to recharge. Patient also said one time during this process, they got a message that said replace battery soon, and another time they got software problem (1-intellis, 2-3.6, 3-1548, 4-app manager.c). Patient inspected recharger and controller port, but did not see any damage. Patient reset controller. The issue was not resolved. An email was sent to the repair department to replace the recharger (exchange program). If replacement recharger doesn't resolve issue, agent reviewed patient may need to meet with representative in person for further troubleshooting. Patient mentioned they have an MRI coming up on thursday. Patient called back and stated they received the replacement recharger and couldn't get the implant to charge, so they met with their mdt rep for an hour and 45 min trying to get it working without success. Patient stated that they keep getting a message to replace the controller batteries soon, so their rep told them they need to get a replacement battery pack. Patient stated they had seen that message once before the replacement recharger, but now it's happening repeatedly right when they try to start charging. Agent sent request to repair to replace the controller; patient requested the battery pack be replaced as well. Mdt rep. Called back and said they had been working with pt for two weeks to try to get ins to charge because of some charging issues the pt was having. Mdt rep. Reiterated that pt had all equipment replaced and now, mdt rep. Had met with the pt and found that the pt could still not advance beyond passive recharge mode. Mdt rep. Said the pt remained in passive recharge mode and had tried in clinic today with pt and still could not advance out of passive recharge mode. Mdt rep. Said pt had tried to advance beyond passive recharge mode for 3-4 hours and nothing happened. Tss suggested tech mode. Mdt rep. Had to consult with hcp so mdt rep. Requested callback from tss. Tss called mdt rep. Back and navigated tech mode with mdt rep. After implant was disabled and re-enabled, pt was in passive recharge mode. Tss suggested mdt rep. Wait in passive recharge mode for 10-15 minutes, try disabling and re-enabling the device again, and call back if issue persisted. Mdt rep. Said the pt was trying to charge the ins to get an MRI. Mdt rep. Called back and had tried to disable and re-enable the ins multiple times and had tried multiple sessions of passive recharge mode over the past hour, but ins still did not advance out of passive recharge mode into a normal charging state. Mdt rep mentioned they had 85-90 as numbers for the past hour in passive recharge mode. Mdt rep. Said they got one time where the serial number was shown, but then got no device found again. Mdt rep. Said the current numbers were 83, 84, 84. Tss explained general passive recharge mode information. Mdt rep. Moved the paddle around and got 59, 96, 96. Mdt rep. Said the pt had been using and charging the ins normally before two weeks ago and had paddle replaced and the ins depleted about two weeks ago; pt had not been able to advance out of passive recharge mode since two weeks ago. One session of passive recharge mode was completed on call. Tss suggested the mdt rep. Wait through 3 sessions of passive recharge mode. Mdt rep. Insisted upon paddle replacement. Tss requested replacement recharger through repair. Mdt rep. Called back and mentioned that soon after the previous call, the controller flashed the batteries screen for 5 seconds or so and the mdt rep. Saw the ins was charged 100%. Screen went away and mdt rep. Got no device found again. Disabling and re-enabling implant was tried. But this did not resolve issue. During the call, mdt rep. Interrogated the ins with communicator and connected to the ins successfully. Ins charge was at 100%. Mdt rep. Said the communicator kept beeping and disconnecting when they moved more than 8 inches away f rom the ins. Mdt rep. Would get no device response screen when more than 6 inches away and then the communicator would reconnect again when within 6 inches. Tss had previously mentioned a controller replacement on the call, but this new information made tss suggest retrieving log files instead. See email to local mdt rep. About replacement controller. Tss suggested mdt rep. Get log files and send them over for further analysis. Recharger replacement had already been sent to pt. Additional information was received from the manufacturer representative. The log files were emailed in and attached. The cause of the communication and charging issues has not been determined at this time. The issue is still present for the patient. The patient controller will not connect to the ins to allow for a normal recharge. The patient can only passively recharge, even when the device is fully charged. The rep has left the patient in MRI mode because they have no means of controlling their device. The patient's weight at the time of the reported event was unknown.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was stuck in passive recharging still. The rep wanted to retrieve the data report, but when they tried to interrogate the ins during the call, the ins battery was too low. The manufacturer's technical services specialist (tss) instructed the rep to have the patient remain in passive recharge mode for extended time until ins can be interrogated. Tss sent the rep an email for log retrieval when ins was charged enough.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6); product type recharger; product ID 97745bp; serial# (B)(6); product type accessory product ID 97755-s lot# serial# (B)(6); product type recharger product ID 97745; serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.